Event description:
Consumer reported the floss broke his tooth.

Manufacturer narrative:
Floss tensile strength is less than the force required to damage a healthy tooth. Tooth may have had some predisposition to breakage.

Event description:
Consumer reported the floss broke his tooth.